Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (front panel display disappeared) was not confirmed. However, the service found a broken screw located in the metal sheet inside the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopic gallbladder exploration procedure, the front panel display disappeared when the subject device was in use with olympus visera elite video system center. The intended procedure was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of no display on the panel was not reproduced. A definitive root cause for the faulty board could not be identified. Olympus will continue to monitor field performance for this device.